Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. The information provided indicates the patient to have experienced symptoms of a uti; however, the relation to the mesh, if any is unclear. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2001 the patient was diagnosed with a recurrent cystocele and underwent exploratory laparotomy, right salpingo-oophorectomy, sacral colpopexy with davol flat mesh and burch urethropexy. Three months later the patient presented to the md with complaints of persistent pain in the abdomen that had recently worsened. On (B)(6) 2001 patient was admitted to the hospital for observation and IV hydration. Md notes indicate a possible uti. An abdominal CT scan was performed and revealed no abnormalities.